Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high resolution stereo viewer (hrsv) monitor to resolve the reported issue. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The hrsv monitor was analyzed, and upon review of the error logs, no data was found to indicate that the fault had occurred the field. Upon visual inspection, no issues were found that would be related to the reported event. The monitor was installed and tested on the printed circuit assembly (pca) test system. The unit powered on showing a blank screen. The complaint was confirmed based on failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted technical support to report that one of the surgeon side console (ssc) screens was black. A reboot and hard power cycle of the system did not resolve the issue. The surgeon elected to continue the procedure with one eye. The procedure completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the csr and obtained the following additional information: ports were placed prior to the issue being identified. The procedure was completed with one eye not functioning without injury to the patient. Patient demographics and patient-related information was requested, but not provided.